Event description:
It was reported that the patient underwent a gynecological procedure to treat cystocele and rectocele and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence.

Manufacturer narrative:
(B)(4): it was reported that post implantation patient experienced pain, infection, recurrence, bleeding, dyspareunia and urinary/bowel problems. (B)(4).